Event description:
During the procedure, the balloon would not maintain inflation. The surgeon completed the case via fibrillatory arrest. There were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the returned of the product upon which this medwatch is based is anticipated. 510(k) #k962510.